Event description:
On (B)(6) 2014, it was reported that the patient had experienced elevated blood glucose levels as high as 350 mg/dl in the mornings during the past two months. The patient had been able to correct the elevated levels via the infusion device, but thinks the device delivers too low an amount of insulin. The patient also reported that after changing the battery in the device, the device did not retain the date, time, or basal rate. The patient reported that the device had displayed e4 (occlusion error), but was successfully able to clear the error. No adverse event was reported. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.